Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device is combination product

Event description:
It was reported that restenosis occurred. In 2018, a 3.5x38mm synergy ii des stent was implanted in the left circumflex artery and the patient was discharged on clopidogrel. However, about a year later the patient complained of angina. The patient reported that is seemed like the stent had occluded and was no longer functioning. The patient was treated via medication modification. In (B)(6) 2019, the patient visited their cardiologist and everything was found to be ok.